Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pace lead impedances (pli) as well as high capture threshold of 4v. Another rv lead was successfully placed. Physician elected to replace generator and right atrial (ra) lead at the same time. Technical services (ts) discussed procedural operation and lead diameter. No additional adverse patient effects were reported.